Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had data missing from the transmission. The crt-d remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.